Event description:
Information received indicates the siderail could not be latched in the up position.

Manufacturer narrative:
The technician found that the latch link was detached. He reconnected the latch link and the siderail functioned properly.